Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen for regular programming of the device on (B)(6) 2022 affected channels were observed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Further checks are planned but no date has been scheduled yet.

Event description:
When the user was seen for regular programming of the device on 18.may.2022 affected channels were observed. Further technical checks and medical interventions are considered. X-ray imaging will be performed.